Event description:
It was reported that there was a lead integrity alert due to oversensing of the right ventricular (rv) lead. It was also reported that the device was not optimally programmed for the clinical condition of the patient and therefore the patient required external rescue due to untreated ventricular fibrillation. The patient was later discovered as deceased per the manufacturer database approximately two years post implant of the implantable cardiac defibrillator (ICD) system. A cause of death was requested and not received.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The initial reported event was received on (B)(4) 2013. Of note, the reportable malfunction of lead oversensing is normally submitted via a bimonthly regulatory report submission that should be submitted on (B)(4) 2013. Information was subsequently received on (B)(4) 2013 and revealed the patient died. As there is new information that reasonably suggests the device system has or may have caused or contributed to a death, this event no longer qualifies for bimonthly reporting and is therefore being submitted as a 30-day report. Product ID implanted: (B)(6) 2011; product ID: 694958, implanted: (B)(6) 2006; product ID: 5076-45, implanted: (B)(6) 2005. (B)(4). Lead was not returned to the manufacturer and will not be evaluated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.